Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was sent to investigate the issue. The fse was not able to reproduce the autofill failure. After further inspection fse states the device is functional, no problem found. The unit passed safety tests and was returned to the customer for use.

Event description:
N/a

Manufacturer narrative:
Firm provided updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.